Event description:
The patient contacted animas on (B)(6) 2013, reporting a hospitalization for diabetic ketoacidosis with a blood glucose of over 600 mg/dl with nausea and vomiting. The patient reported that the pump did not sound right when the boluses were delivered. No additional information was available. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with an allegation regarding the pump bolus delivery.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.